Manufacturer narrative:
(B)(4).  This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-03728 the device is not available for return. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the exact cause of the balloon burst is unknown, as additional patient information was not provided. The withdrawal difficulty experienced was likely due to the larger balloon profile after it burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(4), during the 26mm sapien 3 case by transfemoral (tf) approach in aortic position, just before full inflation of the valve, the commander delivery system balloon burst. The burst balloon could not be retrieved back into the sheath. Therefore a cut down was required in order to remove the sheath and commander system. Then a new sheath was placed and the valve was post dilated with a 15f non-compliant true dilation balloon. Echocardiogram and angiogram showed a pvl grade 1-2 remained after post dilation. Due to severe annulus calcification and the patient¿s age, it was decided to leave it as it was. The patient was transferred in a stable condition to ICU. As per pictures received, it seems that the sheath liner became delaminated during attempted commander retrieval.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.